Event description:
A further review of the event log at the facility showed that the volume to be infused (vtbi) was 863 but the total volume infused was 1041.

Manufacturer narrative:
Testing did not confirm the ¿one of the pumps maybe overinfusing. Nurses said that a bag of med. Being infused was emptied before it should have been.¿ complaint. The device passed self-test. The event log was evaluated and found the customer¿s protocol at 85 ml/hr with vtbi 2040 ml. The device was set to run this protocol with drug selected as IV fluid and 3000 ml bag. At the end of the infusion, the volume infused was 2040 ml and the collected volume at 2079 g=2079 ml. This gave accuracy at +1.91%. Device also ran and passed pvt delivery accuracy test at 20.8 ml. This gave accuracy at +4%. No probable cause found as device passed testing with accuracy rate within +5%. Date returned to mfg on 9/13/2019.

Manufacturer narrative:
Additional review of the device logs found that on (B)(6) 2019 at 5:34:00 pm, line a was programmed to deliver at a rate of 85 ml/hr and a vtbi of 2061 ml (diluent volume of 2040 ml). The total volume delivered on line a at the time this infusion was started was 6020.1 ml. The line a infusion stopped due to a proximal ail alarm on (B)(6) 2019 at 11:06:48 am. At that time the total volume delivered on line a was 7489.2 ml. The proximal ail could be indicative of the line a bag running dry. The pump¿s calculation for the amount of fluid delivered on line a for this infusion is 1469.1 ml (7489.2 ml ¿ 6020.1 ml). The review concluded that the device delivered as programmed.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plum 360 pump that was reported to over-deliver tpn solution. The device was programmed to deliver total parenteral nutrition (tpn) at a rate of 85 ml per hour. It was reported that the device over-delivered 584 ml, 5 hours before it was expected to end, with the solution container completely empty. The total volume to be delivered was 2400 ml. There was no adverse event and no delay in critical therapy reported.